Manufacturer narrative:
The event detailed a surgical site opening superficially 2 months after implantation of three plates due to patient noncompliance. Two of the plates were near the open surgical site and were removed to prevent patient infection. The plates and associated screws were returned to corporate. The DHR review for both plates did not reveal any deficiencies in manufacture, processing, or inspection. The plates and screws were visually inspected and found to have minimal damage, likely due to the implantation and subsequent removal. The returned plates were dimensionally inspected and found to be within specification for relevant features related to plate profile (thickness). The complaints log was reviewed and no similar complaints were identified for either part number. There is no indication that the device contributed to the event. The root cause of the event is most likely due to patient noncompliance as stated in the event description.

Event description:
On (B)(6) 2019, (B)(6) reported that dr. (B)(6) had to remove a 300-60-002 (9 hole gridlock fibula plate) and 300-61-007 (12 hole contoured vl gridlock fibula plate) from a (B)(6) year old diabetic female patient due to a noncompliance. The original implantation occurred on (B)(6) 2019 by dr. (B)(6) at (B)(6) hospital. Dr. (B)(6) utilized a 300-60-002 (9 hole gridlock fibula plate), 300-61-007 (12 hole contoured vl gridlock fibula plate) and 300-64-002 (buttress plate) to correct a compound fracture / spiral fracture. There were no known complications intraoperatively or postoperatively. Dr. (B)(6) noted that he had excellent results with the hardware. The patient reported to have walked too soon and opened the surgical site superficially. The patient did not come in reporting pain but did notice that the surgical site was exposed. After review, dr. (B)(6) opted to remove the lateral hardware at (B)(6) on (B)(6) 2019 to prevent infection and closed the surgical site with bone cement. Dr. (B)(6) kept the 300-64-002 and ancillary screws that were implanted posteriorly as they were not associated with the opening of the surgical site and remained in good condition. The plates and additional screws have been returned to corporate for further review, if necessary.

Event description:
On (B)(6) 2019, a trilliant surgical sales representative reported that doctor 1 had to remove a 9 hole vl gridlock fibula plate (300-60-002) and 12 hole contoured fibula plate (300-61-007) from a 73-year-old, diabetic, female patient due to noncompliance. The original implantation occurred on (B)(6) 2019 by doctor 1 at facility x. Doctor 2 utilized a 9 hole vl gridlock fibula plate (300-60-002), 12 hole contoured fibula plate (300-61-007), and a buttress plate (300-64-002) to correct a compound fracture / spiral fracture. There were no known complications intraoperatively or post-operatively. Doctor 2 noted that he had excellent results with the hardware. The patient reported to have walked too soon and opened the surgical site superficially. The patient did not come in reporting pain, but did notice that the surgical site was exposed. After review, doctor 1 opted to remove the lateral hardware to prevent infection at facility on (B)(6) 2019 and closed the surgical site with bone cement. Doctor 1 did not remove the 300-64-002 and ancillary screws that were implanted posteriorly as they were not associated with the opening of the surgical site and remained in good condition. The plates and additional screws were returned to corporate for further review.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-9 below) as part of internal complaint handling activities. 1. Date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be when the surgical site opened superficially. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Device manufacture date (h4) is (B)(6) 2015, for lot tsl003082 (300-60-002) and (B)(6) 2018 for lot tsl006583 (300-61-007). 8. Section h9 n/a to this report. 9. No files attached to this report. Corrected information provided in follow-up submission : b5 - description of event or problem was edited to not identify any physician or institution by name. D2 - common device name corrected, product code was correct in initial submission. D3 - fax number added. D4 - catalog #, serial #, unique identifier (UDI) #. D5 - operator of device corrected to patient/lay user as the patient was the operator of the device when the event (surgical site opening superficially) occurred through patient noncompliance. D10 - returned to manufacturer date added. Section f n/a to this report. G1, g2 - fax number added. G3 - health professional and distributor selected, while company representative is deleted. H10 - corrected data. Additional information provided in follow-up submission : g1 - name, email, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Investigation summary (including evaluation summary from h3): an event was reported where a surgical site opened superficially due to reported patient noncompliance. The two (2) plates and screws associated with the region where the surgical site opened were removed to prevent infection. The removed plates and screws were returned to corporate for review. An investigation was completed involving a device history record (DHR) review for available lot numbers, a visual and dimensional inspection of the plates, and a review of the complaints log to determine if any systemic issues are present. The root cause of the surgical site opening was identified in the event description as patient noncompliance. DHR review the lot numbers for the two (2) returned plates were known and a DHR review was completed. The lot numbers of the screws are unknown. P/n: (B)(4), lot: tsl006583, lot tsl006583, of part 300-61-007, involved the manufacture of 15 plates to revision a from (B)(6) 2018- (B)(6) 2018. Two (2) parts were scrapped as a part of the set-up process and one part was scrapped during 100% in-process inspection due to a broken tool. Parts underwent all required processing steps as required by the traveler,(B)(4), including anodization. All plates were inspected for all critical features at quality final inspection with no material nonconformances noted. The plates were manufactured without any reworks or deviations. All 15 plates were released to inventory on (B)(6) 2018, which is the date noted in h4. P/n: (B)(4), lot: tsl003082, lot tsl003082, of part 300-60-002 involved the manufacture of 21 plates to revision d from (B)(6) 2015- (B)(6) 2015. 11 parts were scrapped as a part of the set-up process and zero were scrapped during in-process, 100% inspection. Parts underwent all required processing steps as required by the traveler, (B)(4) rev 3, including anodization. All plates were inspected for all critical features at quality final inspection. (B)(4) was initiated during operation #500, anodization, due to the drawing not defining relevant standards for anodization. The correct standard was utilized and parts were continued to processing. (B)(4) was initiated during quality final inspection due to a cosmetic observation that the anodization was "spotty". This was determined to be only cosmetic in nature, so the anodization layer was complete, and parts were dispositioned as accept. The plates were manufactured without any reworks or deviations. All 21 plates were received into inventory on (B)(6) 2015. Visual/dimensional inspection two (2) plates and associated screws were returned, as stated above. Slight damage/discoloration was observed on all hardware, which is to be expected as these were implanted for multiple months prior to being removed. One (1) screw was not able to be removed from the 300-61-007 plate. Overall, all hardware returned was in good condition with no gross deformities or abnormalities outside of the slight damage observed from the insertion/removal process. Screws were not dimensionally inspected as there were no indications the screws did not perform as intended. The two (2) returned plates were dimensionally inspected for features which could have contributed to the event. Thickness was evaluated for both plates at the revision they were manufactured to. Both plates were evaluated at multiple points and found to be in specification for thickness, see attached inspection reports. Complaints log review the complaints log was reviewed and this is the first complaint received for part number 300-61-007. One (1) complaint was received for a 300-60-002 plate breaking and is unrelated to this event. No relevant complaints were identified for either part number. Conclusion the event detailed a surgical site opening superficially two (2) months after implantation of three (3) plates due to patient noncompliance. Two (2) of the plates were near the open surgical site and were removed to prevent patient infection. The plates and associated screws were returned to corporate. The DHR review for both plates did not reveal any deficiencies in manufacture, processing, or inspection. The plates and screws were visually inspected and found to have minimal damage, likely due to the implantation and subsequent removal. The complaints log was reviewed and no relevant complaints were identified. There is no indication that the device contributed to the event. The root cause of the event is most likely due to patient noncompliance as stated in the event description.